Event description:
It was reported that revision surgery was performed.

Event description:
It was reported that revision surgery was performed due to pain and elevated metal ion levels.

Manufacturer narrative:
Upon device return to the manufacturer, it was determined that the implants had been incorrectly matched (contrary to the surgical technique) at the time of implantation, as the devices involved were a 44mm femoral head (color coded light green) and a 50mm acetabular cup (color coded yellow).